Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Not product was returned for evaluation. Not lot number was provided; therefore, the device history record review and the complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event of damaged implant threads. Therefore, the complaint is non-verifiable. A root cause cannot be determined. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
(B)(4). PMA/510(k) number: see additional k101880. Device not returned.

Event description:
It was reported that when placing a screw, it would not thread all the way down into the implant (tsvt6b10). It is believed that the implant threading is damaged. A thread tap was requested. Tooth location 30.